Event description:
It was reported that during a heavily calcified, mildly tortuous left main coronary artery intervention, resistance was met while advancing the nc trek balloon dilatation catheter. During post dilatation the balloon did not inflate. While removing the device from the anatomy resistance was met and the device kinked. There were no adverse patient effects or clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate and kinked shaft were confirmed. The reported physical resistance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.